Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (1,500 mcg/ml at 851 mcg/day) and morphine (2.5 mg/ml at 1,4184 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient returned to the hospital because he heard an alarm. The hcp found a motor stall message during pump interrogation. The hcp tried to update the pump, but it didn't work. The event date was noted as (B)(6) 2017. The hcp decided to replace the pump. The pump replacement was scheduled for (B)(6) 2017. It was unknown if there were any contributing factors. It was unknown if the issue was resolved. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pump logs were not available. The pump was explanted. The patient was feeling fine and was receiving effective therapy after pump explant. It was unknown if the pump would be returned. The serial number of the pump was provided, and the implant date of the pump was verified by the representative to be (B)(6) 2017. However, the implant date of the pump is approximately 3 months before the pump manufacture date. It is interpreted that the implant date is incorrect. This discrepancy has been followed up for, but the discrepancy has not been resolved.

Manufacturer narrative:
Interrogation of the pump revealed the pump was infusing at minimum rate of baclofen 9.4 mcg/mday and morfina 0.0156 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the motor stall. If information is provided in the future, a supplemental report will be issued.